Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, aspirin was not administered. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was implanted successfully with complete laa seal and deployed device diameter of 20 mm. Post implant the patient was continued on aspirin and edoxaban. The patient was discharged from the hospital with no complications. 443 days post procedure, the patient presented to hospital with the complaints of palpitations and thoracic pain. The patient was only on aspirin at this time. The patient was hospitalized for further evaluation. A transesophageal echocardiogram (tee) was performed the next day. The imaging revealed atrial fibrillation, a jet around the closure device of 3 mm and thrombus on the atrial facing surface of the device and thrombus in the left atrium. The thrombus was laminar, non-mobile with 0.6cm2 maximum area of watchman device. The patient was started on warfarin due to the device thrombus. 3 days later the warfarin was stopped. 6 days after being hospitalized the event was considered resolved.